Manufacturer narrative:
No info was provided regarding outcome of the pt. (B)(4) migration is addressed in the IFU. Eval: event is not reportable (B)(4).

Event description:
A (B)(6) male pt had initial aaa repair on (B)(6) 2011. The ((B)(4)) zenith flex aaa endovascular graft bifurcated main body was placed. The suprarenal stent had been released and they were placing the contralateral leg. The iliacs (l) were measuring about 18 in diameter, they had about 1/1.5 stents overlap into the main body. While trying to pull the leg out, using the standard procedure of loosening the pin-vise and pulling back on the inner cannula, it would not let go. Several attempts were made, but without success. An attempt was made to push the device, and it went up fine. They then tried to go back again, and due to the physician twisting it a bit, they were able to get it out. In the process, the sheath had accordioned. The dilator tip appeared to be getting caught on the end of the sheath. Possibly due to the physician having to pulling down, this may have caused the main body to migrate, requiring the cuff to be placed. The procedure was completed with no harm to the pt.